Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 476 mg/dl and a battery out limit alarm. The customer did not receive insulin all night long due to inserting the battery the wrong way in the insulin pump. The customer was able to treat via insulin pump therapy. Troubleshooting was declined, and no products were returned or replaced.